Event description:
During diagnostic laparoscopy a popping noise was heard. The trocar was removed and examined, and it was noted that the 2 metal fingers holding the blade in place, had disjoined. The trocar portion was inspected to be sure it was complete and it was removed. Pt unharmed.